Event description:
It was reported that the rigid video laparoscope had only showed snowfall in the image. The issue was found during set up for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device is broken, colored dots occur, and the image is not displayed. A root cause could not be definitively identified. However, based on the results of the investigation, it is likely that the malfunction was caused by a broken charge-coupled device (ccd), which led to the appearance of colored dots and the failure to display the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.